Event description:
It was reported the device was used during a coronary artery bypass graft. It was reported while harvesting the great saphenous vein, the surgeon observed that the clips fired from the device scissored and did not close properly. Another was opened to complete the case. There was no consequence to the pt.